Event description:
It was reported that following a catheter revision (refer to MFR report #3004209178-2010-00145), the pt experienced numbness in arm when giving herself a bolus. The pt was looking for a new hcp due to relocation. (B) (6). It was noted that since the pt had been in (B) (6) the dilaudid and baclofen had been decreased by 30%. The bupivicaine had been decreased by 85% as it was believed it might be causing the pt's arm to go numb. It was also reported that the pt was having difficulty finding a hcp she liked. It was noted she had experienced an infection in her pump after they "stuck her six times to fill her pump". The pt saw a different hcp to manage the infection. The pt's next refill was in one month. It was noted that the pt had a recent diagnosis of bladder cancer and was under a lot of stress. It was noted that a new hcp had been located who would see the pt, if the pt had pump refills with a particular agency.

Manufacturer narrative:
(B) (4).